Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on january 2024 by the orthopedic journal of sports medicine titled ¿comparison of failure rates at long-term follow-up between mpfl repair and reconstruction for recurrent lateral patellar instability.¿ the study reviewed 29 patients and identified patellar instability with bioabsorbable interference screws and tenodesis screws in 14 patients during the 12-year follow-up period. 4 patients experienced revision. Ref: kruckeberg bm, wilbur rr, song bm, et al. Comparison of failure rates at long-term follow-up between mpfl repair and reconstruction for recurrent lateral patellar instability. Orthop j sports med. Jan 2024;12(1):23259671231221239. Doi:10.1177/23259671231221239.